Event description:
Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that device was back to normal use after replacing the battery. Based on the information available and the testing conducted, the cause of the reported problem was defective battery. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.